Event description:
The customer reported, "no flow." Add'l info obtained from the owner of the ventilator stated, "the unit had been in use used in a long-term care facility with very high humidity levels."